Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the patient experienced perforation from the right ventricular (rv) lead. Sinus pauses were observed. The lead was explanted. No further patient complications have been reported as a result of this event.